Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection. Performed receiver download with main board separated from ui-u1. The receiver download contains 'rebootreceiver' and 'screenrecoverableerroralarm' events related to complaint on 10/28/2017. He receiver download shows 'perpetual rebooting' starting after the relevant dates of this investigation after stop sensor and user shutdown. Functional test could not be performed due to continuous initialization. Root cause:root cause could not be determined. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.